Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. Based on the limited additional information provided no conclusions can be made. This emdr represents the bard/davol ventralex (device #2). An additional emdr was submitted to represent the bard/davol composix l/p (device #1) and bard/davol composixmesh (device #3). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for implant of a bard/davol composix l/p (device #1). On (B)(6) 2008: the patient underwent surgery for implant of a bard/davol ventralex (device #2). On (B)(6) 2012: the patient underwent surgery for implant of a bard/davol composix mesh (device #3). The patient had subsequent surgical intervention due to the hernia mesh device(s). The patient is making a claim for an adverse patient outcome against the composix l/p (device #1), ventralex (device #2) and composix mesh (device #3). The patient's attorney alleges patient experienced emotional distress.